Event description:
The following info was reported to kci by the kci (B)(6) rep: according to the case report provided, on (B)(6) 2013, post-operative breast cancer surgery, a hematoma developed. A debridement was performed, and v.a.c. Therapy was placed on the pt. On (B)(6) 2013, the physician noticed that foam was in the pt's wound, but v.a.c. Therapy had been removed. The staff reported that an occlusion alarm occurred and that they could not continue v.a.c. Therapy. It appears that the staff left the v.a.c. Dressings in the wound after removing the v.a.c. System for an unk period of time. The same day, the v.a.c. Therapy unit was exchanged and therapy was re-applied without any issues, but cellulitis was identified and the v.a.c. Therapy unit was removed. On (B)(6) 2013, v.a.c. Therapy was re-applied and the wound continued to improve. The physician alleged the closed v.a.c. Therapy system caused the cellulitis to recur.

Manufacturer narrative:
The physician reported the hematoma was colonized with bacteria and there was an infection prior to v.a.c. Therapy placement. Based on info provided, it cannot be determined that the alleged pre-existing infection (cellulitis), and any alleged recurrence, is related to v.a.c. Therapy. As both units have not been returned to kci and the customer has not provided unit serial numbers, therapy unit evals cannot be performed.